Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer upgrade kit, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would intermittently boot up with errors and was not operational. This resulted in an intermittent loss of system functionality. There is no report of death or serious injury associated with the complaint.